Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes. It was further reported that there was a gap in transmissions for approximately nineteen days, during this time the icm received a lot of episode data. Due to the device memory at its limit, older episodes were overwritten resulting in af counters being incremented but not being displayed in the remote monitoring network. It was also noted that the icm had reached recommended replacement time (rrt). The icm remains in the patient. No patient complications have been reported as a result of this event.